Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out-of-range pacing impedances on the patient's non-boston scientific right atrial (ra) lead, measuring greater than 2000 ohms. In addition, a signal artifact monitor (sam) episode was declared after the lss due to 60 cycle noise. It was noted the patient experienced bradycardia, however, there was no indication of pacing inhibition. Boston scientific technical services (ts) suspected a spring contact issue, and recommended reprogramming the device to unipolar pacing and bipolar sensing. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that a lss was also declared on the non-bsc right ventricular (rv) lead, due to high out-of-range (oor) pacing impedances. Ts discussed that this is also likely due to a spring contact issue, and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected information in h9: correction/removal reporting #, and h10: additional MFR narrative. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.this device was included in the recent mv sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.